Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic oophorocystectomy procedure, prior to use of the device, the balloon would not inflate. The procedure was completed with another device. The surgical time was not extended. The tissue damage is not available. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.